Manufacturer narrative:
Analysis of the tap 9734302 6.5 (lot #: 121008) found physical damage, as there were broken pieces. The tip of the instrument was not bent as was reported. However, the tip was damaged with broken pieces and a deformed tip. Analysis of the probe 9734403 thoracic (lot #: 160302) found physical damage, as there was a bent instrument tip. As reported, the tip of the probe was bent with impact marks at the back end of the instrument as well. Analysis of the handle 9734410 ratcheting egg (unknown lot #) found physical damage, as there were pieces missing. As reported, the end cap had been broken off and is missing. The ratchet and instrument retention mechanisms were otherwise functional. Analysis of the probe 9734403 thoracic (lot #: 170214) found physical damage, as the tool was bent, nicked, scratched, and dented. The tip of the probe was not bent as was reported, but there were impact marks at the back end of the instrument, which caused fit issues with the mating tracker. Product event summary #damaged instruments lumbar probe, egg handle, and thoracic probe. Other relevant device(s) are: product ID: 9734302, serial/lot #: (B)(4); product ID: 9734403, serial/lot #: (B)(4); product ID: 9734403, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
September 11, 2017 (B)(4) (uf): medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had two thoracic probes and one lumbar probe that were bent and an egg handle that had the top missing. No patient present.